Manufacturer narrative:
Investigation summary: it was reported that the surgeon noticed a hole in a mentor cpx 4 breast tissue expander with suture tabs 450cc prior to implanting. As a result the device was replaced with another mentor cpx 4 breast tissue expander with suture tabs 450cc. There was no patient contact with the complaint device. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team (pe) was precluded from further evaluating the device. The complaint was not confirmed. The DHR was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the surgeon noticed a hole in a mentor cpx 4 breast tissue expander with suture tabs 450cc prior to implanting. As a result the device was replaced with another mentor cpx 4 breast tissue expander with suture tabs 450cc. There was no patient contact with the complaint device.

Manufacturer narrative:
On 9/12/2018, mentor became aware that this information was mistakenly omitted from the initial report: (B)(4).